Event description:
The patient was experiencing pain and instability in his knee which had previously been revised. The tibia tray was broken at the stem/tray junction. A 75mm press fit stem had been used in a cement fashion. The tibia tray, stem, and insert were removed and replaced with an mbt revision tray and sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Although no device was returned for evaluation, review of the additional medical records confirmed the previous investigation's suggestion that lack of patient bone stock and reported patient large physical stature could initiate the fatigue and eventually lead to their fractures. From a medical perspective, based on the information available to be reviewed in the medical records, it is unlikely that the complaint is product related. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the added unknown sigma patella component because the required lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Although no device was returned for evaluation, review of the additional medical records confirmed the previous investigation's suggestion that lack of patient bone stock and reported patient large physical stature could initiate the fatigue and eventually lead to their fractures. From a medical perspective, based on the information available to be reviewed in the medical records, it is unlikely that the complaint is product related. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the added unknown sigma patella component because the required lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted component confirmed the reported fracture. The fracture was due to material fatigue. No material defects were observed on the fracture surface. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any additional reports against the product lot code since its release for distribution. The investigation could not draw any conclusions about the root cause of the fatigue; however, evidence suggesting lack of patient bone stock and reported patient large physical stature could initiate the fatigue and eventually lead to fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.